Event description:
This lead was returned with oos documentation from biotronik representative veronica caraffa. Per veronica caraffa, this lead became dislodged. Per the oos, this lead was in the svc and could not be repositioned. This lead was removed due to scar tissue. This lead was replaced with another setrox s 53.